Manufacturer narrative:
Following all the information received, the root cause is traced to the user, a misuse during valve setting caused the deterioration of patient health condition. The adjustment of the shunt improved all patient symptoms and the product remains implanted.

Event description:
On (B)(6) 2025, the patient underwent a lumboperitoneal shunt with sm8a valve for communicating hydrocephalus. Following a follow-up cranial CT scan on (B)(6) 2025, the practioner was requested to adjust the shunt pressure. Starting on (B)(6) 2025, the patient developed muscle twitching, increased muscle tone, and elevated heart rate, blood pressure, and respiratory rate. Another cranial CT scan indicated worsening hydrocephalus. After another adjustment of the shunt pressure on (B)(6) 2025, a follow-up CT scan showed resolution of cerebral edema, and clinical symptoms such as limb twitching improved.